Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that they experienced high blood glucose level of 404 mg/dl. The customer had symptoms such as nausea. Customer's blood glucose value was 408 mg/dl at time of incident. Customer's current blood glucose value was 409 mg/dl. Customer stated that wife has a blood glucose was 150 mg/dl and then had a glass of orange juice and went to bed and later blood glucose was 404 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check their settings. Customer assisted to perform the high pressure test and result showed no delivery. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.